Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Date of event - (B)(6) 2011, exact date unknown. Date explanted - (B)(6) 2011 exact date unk. Evaluation of the component found scratches and signs of wear, especially along the posterior side. The condylar surfaces show areas of probable oxidative degradation and apparent delamination that could have been caused by a combination of stress and wear. The condylar wear is concentrated posterior of the center, suggesting the femoral component may have been mostly contacting the posterior half of the bearing. This alignment could have caused the femoral component to concentrate stress and wear on the posterior edges of the condyles which could have accelerated the probable oxidation reaction and subsequent possible delamination. There are scratches on the remaining articulating surfaces that suggest abrasion from either foreign particles or damaged areas on the femoral implant. The user facility was notified of the event on march 31, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed april 4, 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed in (B)(6) 2011 due to instability. The tibial bearing was removed and replaced.